Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause cannot be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Customer complained of vent "turning on and passing pre-op checks, but approximately 2 minutes of being on a patient it started delivering low min/vol, low tidal volume, wrong flow sensor, and exhalation obstruction alarms. Vent was removed from patient and no patient harm occured. Checked pre-op tests after it was disconnected from the patient and would't pass the tightness test after multiple tries and using a different circuit.